Event description:
Sevoflurane vaporizers developed a color change in the fluid level window. Normal background color is white. One unit color is blue, one unit color is pink/purple. Units removed from service.